Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
"Rp.(B)(4) - the dentist reported that, 5 years after the dental implant was installed in the patient¿s intraoral region #30, its removal was performed. The dental implant removal was necessary because the abutment over it was deformed. As it was not possible replace the abutment, the dentist decided to remove the dental implant as well."